Manufacturer narrative:
Additional information: on (B)(6) 2025, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the universal cannula seal was inspected before use and appeared normal. The fragment fell inside the patient when an instrument was inserted into the port, catching on the gasket. No issues were noticed with the accessory¿s function prior to the incident, and no collisions occurred during surgery. The instrument was removed with the wrist straightened, and no resistance was felt. The fragment was retrieved with a bowel grasper and visual confirmation ensured all fragments were recovered. No additional surgery was needed. An x-ray was performed post-operatively to confirm nothing remained inside the patient, and there were no injuries. There is no information provided about the patient returning with complications or the return of the accessory and fragments to isi. No photos or videos are available for review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a rubber piece from a universal seal fell into the patient. The fragment was retrieved during the same procedure and no other intraoperative complications occurred. The procedure was completed robotically. The universal seal is not expected to be returned for failure analysis evaluation.

Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.